Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bladder diverticulum, recurrent urinary tract infections, vaginal foreign body, mesh erosion (two) with excision (two), revision of vaginal incision, bilateral retrograde pyelograms, left deflux injection for coaptation of left ureteral reflux, robotic diverticulectomy, revision of vaginal graft, posterior repair for rectocele and recurrent cystocele.